Event description:
It was reported that a patient presented at a follow-up in clinic. Upon review, the right atrial lead exhibited noise that led to inappropriate automatic mode switching. The physician explanted and replaced the lead. The patient was in stable condition.

Event description:
New information received notes that the patient's birth date is (B)(6).

Manufacturer narrative:
As received, the distal portion of the lead was returned measuring 91.0 cm due to stretched outer and inner coils. Visual examination revealed procedural damage, in particular to the inner and outer insulation and suture sleeve impressions. The helix was retracted and clogged with fluid and x-ray examination found it was normal. An electrical short was noted between the outer and inner coils due to explant damage. No other anomalies were noted. The reported events of sensing noise and mode switch were not confirmed.